Event description:
It was reported that stent damage occurred. The 80% stenosed, 25x3.0mm, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). Following predilation, a 2.75x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, during the procedure, the stent was deformed inside the patient, it was noted that the proximal portion of the stent was lifted. The stent remained in the patient and the physician used an unspecified balloon catheter to treat the deformed stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).